Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Date of birth - 1943. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 4 of 5 MDR's filed for the same event (reference 1825034-2016-00777 / 00778 / 00779 / 00780 / 01145). Device remains implanted.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to tibial loosening. During the revision procedure, the patellar component, tibial bearing and tibial components were removed and replaced. Patient underwent a debridement procedure on (B)(6) 2015 due to infection.